Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump showed an unfamiliar number during the bolus process. The blood glucose reading was 427 mg/dl, and the customer stated that he was not wearing the insulin pump. He stated that during the programming of a bolus, he saw 84 units of insulin, which he reported was not the usual number that he saw. The customer was assisted with properly programming the bolus, as the bolus was not input correctly. He was assisted with programming a bolus of 25 units. Advised the customer to monitor. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.